Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the pump's black box showed evidence of three cs 064 alarms on (B)(6) 2014. The pump was exercised for 24 hours and the call service 064 alarm complaint was not duplicated. The pump case was opened and no internal damage or moisture damage was found to the internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that a pump emitted a call service alarm during the prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.